Manufacturer narrative:
The actual device was disposed at the hosp. We are attempting to gather add'l info from the hosp for the investigation. He will file a supplemental report when the investigation is completed.

Event description:
It was reported that "pt rec'd a 2nd degree burn at ground pad site. Device was discarded."